Manufacturer narrative:
Investigation: bd had received samples, and 5 photos were forwarded to the manufacturing site for investigation. The photos were reviewed and the indicated failure mode for defective marking, fm in gel, dirty tube (ink) and air bubbles in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological and air bubbles in the gel. The following information was provided by the initial reporter, translated from japanese to english: : ¿the following issues were found in tubes (367968): defective marking x135 fm in gel x5 dirty tube x58 air bubbles in tube x28 ¿

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological and air bubbles in the gel. The following information was provided by the initial reporter, translated from (B)(6) to english: "the following issues were found in tubes (367968): defective marking x135 fm in gel x5 dirty tube x58 air bubbles in tube x28".